Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure date and name of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Any concurrent procedure/device implantation? Results of reoperation? Were any deficiencies or anomalies noted with mesh device during removal? What is the patient¿s current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported the the patient underwent a sling operation at least 5 years ago and mesh was implanted. In 2014, the patient experienced pain over the symphysis inside the vagina. During gynecological examination, the doctor found mesh erosion into the vagina. On (B)(6) 2015 the mesh erosion was removed from vagina, and the tissue defect in vagina was reconstructed. Additional information has been requested.